Event description:
It was reported that there was noise detected by the system. An x-ray was done, and the electrode was found pulled back into the patient's pocket. Since the patient's condition has improved, the doctor will explant the system and not replace it.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was noise detected by the system. An x-ray was done, and the electrode was found pulled back into the patient's pocket. Since the patient's condition has improved, the doctor will explant the system and not replace it.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.